Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "intraoperatively the impaction plate fractured off the instrument. The instrument broke into two parts." The product was not returned to depuy synthes however photos were provided for review. See attachment photos taken by customer. The photo investigation revealed that pinn straight cup impactor had broken. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿intraoperatively the impaction plate fractured off the instrument. The instrument broke into two parts. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area". The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that pinn straight cup impactor was the impaction end cap broken off; fragment was returned for evaluation. Additionally, the device exhibits and overall worn appearance consistent with normal and constant use. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [221750041 / so2062434] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/25/2023 3) any anomalies or deviations identified in DHR: for subcomponent pn 221750016 10 pieces of were scrapped due to the pos/.020m/b/c/d being out of tolerance, 1 piece was scrapped due to wire marks on the ¿d¿ hole, and 1 piece was scrapped due to the prof/.001 being out of tolerance. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [221750041 / so2062434] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Added: e2. Corrected: e3, h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Intraoperatively the impaction plate fractured off the instrument. The instrument broke into two parts. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.